Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had water leakage. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign object was clogging the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was water leakage due to holes in the curved rubber preventing the maintenance of watertightness caused by external factors. Upon further inspection, it was observed that a foreign object was clogging the nozzle and could not be removed. This finding further reduced draining function in the air and water nozzle due to insufficient cleaning or handling. It was observed that the tip cover was burnt due to a handling issue. It was also observed that the bending angle was insufficient due to elongation of the angle wire. Also, the play of the angle knob was out of normal state due to the elongation of the angle wire. It was observed that the flexible tube of the insertion section was crushed due to external factors. Lastly, scratches were observed on the following unit components due to external factors: insertion tube, the operation part, switch box, operation unit cover, up and down knob, the up-down angle fixing lever, right and left knob, the grip, the universal cord, the scope connector, the scope connector cover, on the operation part side oredome of the universal cord and on the right-left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the quality data trending & analysis and monitoring was performed which, produced no new findings that would change the understanding of the event. The foreign material found in the nozzle could not be identified. No deformations were observed in the nozzle, and it was confirmed that reprocessing was implemented appropriately. Due to these findings, the root cause of this event could not be determined. During a follow up with the user facility, it was confirmed that: the reported issue occurred at reprocessing, when using the oer-5 an air leak was detected from the endoscope. Correction: the reported issue was an air leak not a water leak as previously reported. Olympus will continue to monitor the field performance of this device.